Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is an (B)(6) man with a history of diabetes, dyslipidemia and hypertension who presented with increasing fatigue, a positive functional ischemia study, an 80% stenosis in the mid left anterior descending (lad), a 90% stenosis in the 2nd diagonal and an 80% stenosis in the left main (lmca). On (B)(6) 2010, the patient underwent the index procedure with treatment of three target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty, placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection, timi 3 flow. The second target lesion in the 2nd diagonal was treated with pre-stent balloon angioplasty, placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 9% final residual in-lesion stenosis with no dissection, timi 3 flow. The third target lesion in the lmca was treated with placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 7% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported no post-procedure complications. The patient was discharged two days later prescribed dual anti-platelet therapy.

Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is an (B)(6) man with a history of diabetes, dyslipidemia and hypertension who presented with increasing fatigue, a positive functional ischemia study, an 80% stenosis in the mid left anterior descending (lad), a 90% stenosis in the 2nd diagonal and an 80% stenosis in the left main (lmca). On (B)(6), 2010 the patient underwent the index procedure with treatment of three target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty, placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection, timi 3 flow. The second target lesion in the 2nd diagonal was treated with pre-stent balloon angioplasty, placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 9% final residual in-lesion stenosis with no dissection, timi 3 flow. The third target lesion in the lmca was treated with placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 7% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure on (B)(6) 2010 at 13:15, the ck was 37 (nl 397, ratio <1), the ckmb was 1.80 (nl 6.30, ratio <1) and the troponin-I was <0.01 (nl 0.5, ratio <1). Post-procedure on (B)(6) 2010 at 00:07, the ck was 47 (ratio <1), the ckmb was 8.09 (ratio 1.28) and the troponin-I was 0.63 (ratio 1.26). On (B)(6) 2010 at 11:35, the ck was 86 (ratio <1), the ckmb was 17.99 (ratio 2.86) and the troponin-I was 2.35 (ratio 4.7). The ECG core lab reported no new st-t abnormalities and no new q waves. The site reported no post-procedure complications. The patient was discharged two days later prescribed dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2012-00364, 3003742446-2012-00365, and 3003742446-2012-00366.

Manufacturer narrative:
The cec adjudication committee reviewed the procedural information and agreed that the patient had suffered a peri-procedural myocardial infarction related to the study stents and procedure. Concomitant devices:- firestar rx 2.5 x 15mm balloon - firestar rx 3.0 x 15mm balloon. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #3003742446-2012-00364, 3003742446-2012-00365, and 3003742446-2012-00366.